Event description:
User alleges they had an event of the steri-cath unit leaking causing leaks in their ventilation system. Unit was used for less than 24 hours. Reported volume loss of 7-10 liters. No adverse outcome to pt.